Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer just perform delete old patient data to solve these issues. The philips remote service engineer (rse) inspected the system remotely and confirmed that the customer received an error message that the image disk was full. Rse recreated the image frontal image processing pc (ippc), which temporarily resolved the issue. The philips field service engineer (fse) inspected the system onsite and decided to replace the ippc proactively. Fse replaced the ippc in another work order, which resolved the issue. After replacement, the system was returned to good working condition. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the customer received an error message that the image disk was full. The device was in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.